Event description:
This customer reported that the device did not recognize the pads after the first shock was delivered.

Manufacturer narrative:
This customer reported that the device did not recognize the pads after the first shock was delivered. This complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.